Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/11/2019. The manufacturer's field service engineer (fse) could not duplicate the reported issue. The manufacturer¿s field service engineer (fse) replaced the data acquisition board to prevent the machine pressure sensor autozero failure from reoccurring. The unit successfully passed the required performance verification test. Fi investigation could not replicate problem. In service mode, toggling solenoids resulted in audible and pressure response on all 4 solenoids.

Event description:
The customer reported that the device displayed error machine pressure sensor autozero failed (e/c 1108). The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.